Event description:
Caller indicated that erratic readings have been occurring with family member's freestyle meter. Pt was non-responsive upon awakening. Readings of 112, 350, and 160 were received within a few minutes of each other. Orange juice was provided as treatment. Medical aid was not sought.